Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve's flexibility was poor intra-operatively. There was no patient symptoms or complications associated with the event. The patient's status was alive-no injury.

Manufacturer narrative:
The returned valve was patent. There was catheter connected to the inlet and outlet connector of the valve with sutures. The valve met the requirements for valve flux, reflux, and leak testing. The valve did not meet the requirement for pressure-flow and preimplantation. Proteinaceous debris was observed on the interior of the valve. The instructions for use cautions, ¿introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ the inlet connector was bent.. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.